Manufacturer narrative:
There was no unexpected external ram crc error alarm or after battery change alarm. The unit passed the self-test. However, the unit had multiple displayable history crc check failed on startup alarms in the alarm history screen. Displayable history crc check failed on startup alarms were due to a corrupted history file. The unit had a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report an after battery change alarm and an unresponsive act button after leaving the device for a month. The insulin pump also had an external ram crc error and 8 displayable history crc check failed on startup alarms. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.